Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported experiencing uncomfortable/overstimulation. The patient stated that when she got home after surgery the stimulation was uncomfortable so she turned stimulation down. The patient reported that about 2 days later she started leaking and when she tried to increase stimulation she could not. Troubleshooting with the manufacturer call center determined that stimulation was turned off. The patient was guided through turning stimulation back on and then confirmed that patient felt stimulation. The patient stated that stimulation was uncomfortable so the patient was guided through decreasing stimulation. The patient was advised to follow-up with her healthcare provider if the leaking does not resolve. The patient called back on (B)(6) and reported again that she could not increase stimulation, troubleshooting again found that stimulation was turned off. Patient was guided through turning stimulation back on. Patient status is unknown at the time of this report. Additional information was received from the patient. Patient has experienced a loss or change of therapy. Patient reports leakage since about 3 weeks ago. Patient had a urinary infection 2 weeks ago, but after using antibiotics, the infection cleared. Patient is on program 1 at 1.55v. Patient will follow up with their healthcare provider (hcp).